Event description:
According to the reporter: the clips are not holding on tight to the tissue. Some of them fell off in the pt's cavity but have been retrieved. Some did cut the peroneal artery (hemorrhage 200cc). Another device and suturing by thread was used to correct the issue. There were no consequences for the pt.

Manufacturer narrative:
(B)(4).